Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had power error alarm. Customer reported they had this issue 4 times. Customer was able to clear the alarm. Customer was able to rewind the insulin pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with pillowing keypad overlay identified during the visual inspection. Thump was utilized and downloaded trace/history files properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. In further full review in the pump history found: failed batt/battery failed alarm (58) on 15-jun-2023 between 08:33:56.000 and 08:35:10.000 pump error 53 was found in pump history files on 23-jun-2023 at 05:43:58.000 (esf# 4770899, file number: (B)(4), line number: 5706). No delivery alarm found in the pump history on 21-jun-2023 at 13:31:53.000 and 20:53:52.000 during bolus delivery. Pump passed self test, active current measurement, and displacement test. Pump failed sleep current measurement test. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba1. Customer alleged for pump error 25 was not confirmed. Pump error 53 confirmed due to software anomaly. Pump failed sleep current measurement test due to moisture damage on pcba1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.